Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a 27mm watchman flx closure device was implanted. Post-implant, the patient was placed on eliquis 2.5mg twice daily and aspirin 81mg once daily. At the routine 45-day follow up, a mobile thrombus was identified on the face of the closure device. The patient was admitted to the hospital and started on a heparin drip. The patient is planned to be discharged on warfarin.